Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that the patient underwent therapeutic placement of a prefyx mesh sling in 2006. Three months after the initial placement of the prefyx mesh sling, the patient did follow up with the physician. Upon physical examination, bilateral labial masses were observed. The patient underwent minor surgery to remove edges of the sling and additional fibrous tissue. Upon additional follow-up evaluation that occurred about 4 months later, inflammation at the incision site was still present and the patient exhibited minor pain from the sling. Patient is being monitored by physician. No additional information is available at this time.